Event description:
A medtronic rep reported an inaccuracy while in an ent procedure. This occurred with a ment demo system with two surgeons reporting inaccuracy by 2 mm during navigation. The surgeons proceeded with the surgery with the use of the fusion navigation system. The case proceeded normally and there was no impact to the pt outcome.

Manufacturer narrative:
Software investigation in progress.